Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5866-40m, adapter, implanted: (B)(6) 2001; 4269, boston scientific lead, implanted: (B)(6) 1996; pm3210, st jude ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had enterobacteremia with evidence of vegetation on the competitor right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.